Manufacturer narrative:
It was further reported that there was no further injury to the patient during the hour delay as cpb was reinitiated. There was no visible thrombus when the pump was removed. At last update, the patient was close to being discharged. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log analysis which revealed a rise in power consumption logged starting on (B)(6) 2016 at approximately 15:47 to a peak of 5.1w at 2500rpm, outside of normal power consumption. The pump failed to meet specifications; the pump passed visual inspection and dimensional verification but failed functional testing due to a power shift experienced during post explant wet test. However, an internal investigation conducted via (B)(4) demonstrated that there is no correlation between power shifts and complaints. Further review of the power shift condition revealed that the maximum power attained by the shift was 2.18 watts, which is considered an acceptable level of power consumption per IFU requirements. Pathological evaluation did not reveal any evidence of thrombus. There is no evidence to suggest that a pump malfunction caused or contributed to the reported event. Based on the available information clinical factors that may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include device thrombus and re-operation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that by medical personnel that during a vad implant the pump showed increasing power consumption during surgery despite no change in the revolutions per minute (rpm). The team waited roughly one hour while power trended upwards, they then decided to exchange the pump. Rpm 2500 ca. 6 watt. The device was exchanged with no further reported incidents. No additional information provided.